Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Case details were reviewed. A 71-year-old male patient, 102 kgs. Presented in the or for an tavr procedure. A single stick was utilized to gain access in the right common femoral artery which measured 7.7mm. Following the tavr, prior to closure, heparin and protamine were administered, and the 18f manta device was deployed to the measured deployment depth. Following deployment, the staff noted the manta anchor was not positioned correctly and had been partially deployed into the tissue tract. The decision was made to perform a cut down. During the surgical intervention the manta device was explanted, and the vessel was repaired. Patient outcome post-procedure was alive and fine. The root cause of the implant not being effective in creating hemostasis requiring surgical intervention potentially is contributed to user error due to deploying manta into the tissue tract. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The manta instructions for use (IFU) lists the following potential adverse events associated with the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The IFU procedure requirements states pre-procedure cta is recommended to assess femoral artery anatomy, and arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4. The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that: "the account reported 2 failures with cut down for removal." Additional information: "micro puncture was utilized to gain access in the right common femoral artery. Vessel size was 7.7mm. Both heparin and protamine were administered during the procedure. It was reported by clinical staff that the anchor was not positioned correctly. Half of it was in the tract. The patient was reported aas fine post the procedure." Associated complaints 3010252479-2024-00089 and 3010252479-2024-00090.

Event description:
It was reported that: "the account reported 2 failures with cut down for removal." Additional information: "micro puncture was utilized to gain access in the right common femoral artery. Vessel size was 7.7mm. Both heparin and protamine were administered during the procedure. It was reported by clinical staff that the anchor was not positioned correctly. Half of it was in the tract. The patient was reported aas fine post the procedure." Associated complaints 3010252479-2024-00090.

Manufacturer narrative:
Qn #: (B)(4).